Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported primary audible alarm was observed in the event history log (ehl). An occlusion test was performed. The primary audible alarm was not reproduced during functional testing. The reported product problem was confirmed based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker and interconnect board were replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited a primary audible alarm failure. There was no patient involvement.